Event description:
Reported via clinical study: it was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 24mm watchman left atrial appendage closure (laac) device with complete laa seal and deployed device diameter of 21mm. The patient was discharged on clopidogrel and aspirin on (B)(6) 2020. On (B)(6) 2025, 1809 days post index procedure, the patient presented to the emergency department with complaints of difficulty in finding words, confusion, feeling unwell and reported some vague numbness of lower extremity. In the emergency department, physical examination and review of system showed unremarkable changes. Additionally, a neurological examination revealed the patient to be alert. On the same day nih stroke scale was 3 and clinical examination revealed slight left sided facial droop, accompanied by mild aphasia and mild dysarthria. A computed tomography (CT) scan of the head without contrast was performed and revealed no acute intracranial abnormality. There was a small area of chronic prior infarction involving the left cerebellar hemisphere and the left frontal lobe. There was evidence of generalized cerebral atrophy and further observations also revealed chronic small vessel ischemic changes within the white matter. A CT angiography of the head and neck identified small area of ground-glass opacification within the left upper lung, non-specific, no evidence of hemodynamically significant stenosis or occlusion involving the major arteries of the head or neck. Based on the symptoms and diagnostic findings, the patient was diagnosed with transient ischemic attack (tia). An emergency room (ER) evaluation was performed to treat the event. On (B)(6) 2025, the patient was reassessed, the neurological examination was normal, and the event was considered as resolved. Tissue plasminogen activator (tpa) was not administered as the patient was on blood thinner and has surpassed the treatment window.

Manufacturer narrative:
H6: patient code added h6: impact code added.

Event description:
Reported via clinical study it was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 24mm watchman left atrial appendage closure (laac) device with complete laa seal and deployed device diameter of 21mm. The patient was discharged on clopidogrel and aspirin on (B)(6) 2020. On (B)(6) 2025, 1809 days post index procedure, the patient presented to the emergency department with complaints of difficulty in finding words, confusion, feeling unwell and reported some vague numbness of lower extremity. In the emergency department, physical examination and review of system showed unremarkable changes. Additionally, a neurological examination revealed the patient to be alert. On the same day nih stroke scale was 3 and clinical examination revealed slight left sided facial droop, accompanied by mild aphasia and mild dysarthria. A computed tomography (CT) scan of the head without contrast was performed and revealed no acute intracranial abnormality. There was a small area of chronic prior infarction involving the left cerebellar hemisphere and the left frontal lobe. There was evidence of generalized cerebral atrophy and further observations also revealed chronic small vessel ischemic changes within the white matter. A CT angiography of the head and neck identified small area of ground-glass opacification within the left upper lung, non-specific, no evidence of hemodynamically significant stenosis or occlusion involving the major arteries of the head or neck. Based on the symptoms and diagnostic findings, the patient was diagnosed with transient ischemic attack (tia). An emergency room (ER) evaluation was performed to treat the event. On (B)(6) 2025, the patient was reassessed, the neurological examination was normal, and the event was considered as resolved. Tissue plasminogen activator (tpa) was not administered as the patient was on blood thinner and has surpassed the treatment window.